Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver was making a different noise, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver was making a different noise while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported different noise was not able to be confirmed or reproduced during investigation testing. The driver passed all functional criteria in addition to an extended 48 hour observation run where no unusual or different sounds were observed. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.